Event description:
It was reported that the patient had a stroke when the pump was implanted ¿four years ago¿. It was reported that the patient had severe leg pain because of ¿hole in heart¿ and had major strokes. It was noted the patient¿s health care provider (hcp) told the patient to ¿get it fix¿ and ¿it¿ was missed and the patient went into a ¿big stroke¿. It was reported that the patient¿s second stroke was major and ¿knocked out¿ a lot of things. The patient was in and out of the hospital all the time. The baclofen was being raised ¿10% to 10%, 10% and take it back because they feel pt is getting overdose and back it up 20%¿. The reporter was not sure how much pain the patient was really in, it was noted the patient had ¿oxytocin, oxycoden, fentanyl patches up to75 mg to help with pain¿. It was reported that the pump was ¿not taking care of the pain because of the secondary medicine¿ and it was noted the patient was also on 330 oxycodone a day ¿when the pain is severe and has lots of tone on her leg¿. It was reported the hcp had questioned if the pump was ¿in the right spot of the spine on the lip that goes up in the spine¿. It was also reported that the patient had a series of pneumonia, septic, chronic disease, bed disease, and has had cramps in her legs all the time. The cramps included tightened muscles and toes pointed ¿like a ballerina¿. The patient has never walked since four years ago ¿around september¿. The patient had breathing problems and borderline pneumonia and the patient was currently at the hospital. The patient was on constant oxygen. It was reported the patient was not getting pain relief with the pump and if they put ¿it up too high¿ it got scary for the patient. It was reported several times the patient was taking multiple oral pain medications and it was noted the hcp had indicated the patient was maybe allergic to some of the drug. The hcp did a ¿drug blocker and do a restart¿ the drug blocker was done to see why the patient was having other problems. No further information was provided. At the time of the report, the pump was infusing baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).